Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an issue with thirteen infusion sets were leaking at site. The event occurred on 02- apr-2024 however the exact date was unknown, but these issues were noticed within the last two and half months. The patient had high blood glucose level of 13-20 mmol/l. The patient replaced the infusion set and resumed on insulin successfully. No further informatio available.

Manufacturer narrative:
Device 2 of 13.